Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the shaft of the nc trek rx separated inside the guide catheter. The distal end of the trek had not yet exited the guide catheter when it separated and was easily removed along with the guide catheter through the radial access site. Another trek was used with the same guidewire and same guide catheter to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.